Event description:
A customer contacted baxter's technical service center reporting an alarm during drain 1 of 4 on the home choice (hc) and the home patient (hp) stated her supply bag became disconnected during drain, but she reconnected the bag which is a use error. The hp did not get an alarm after reconnecting the bag. The technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. The tsr assisted the hp to end therapy and remove the cassette. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and was determined to be use error, due to the disconnect and reconnect of a solution bag. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.